Manufacturer narrative:
(B)(6). Upon investigation of the actual device used in this incident, it was determined that users were unable to login. A technical support specialist isolated the devices and observed that users appeared to be able to log in successfully. A call was made to the user to request a specific example of an unsuccessful login for further troubleshooting, but there was no response from the customer. On the day the case was received, successful logins were visible. As no further issues were reported, the case was marked as complete. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server users were unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.